Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, an angiogram and transthoracic echocardiogram (tte) showed moderate paravalvular leak (pvl), possibly due to severe annular calcification extending into the left ventricular outflow tract (lvot). A post-implant balloon aortic valvuloplasty (bav) was performed with a 24 mm balloon, inflating twice with minimal resolution of pvl. A decision was made to upsize to a 26 mm balloon which was inflated once with minimal resolution of pvl. It was decided to implant a second 29 mm transcatheter bioprosthetic valve to optimize outward radial force. Hemodynamics, an angiogram and tte revealed mild-moderate pvl. A post-implant bav was performed with a 26 mm balloon, inflating once, but the pvl remained mild-moderate. No further intervention was performed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.